Manufacturer narrative:
Additional: it has since been reported that the patient underwent surgery on (B)(6) 2019 to replace the magnet dislodgement (previously reported - 6000034-2019-00656) subsequent to the MRI on (B)(6) 2019. This report is submitted on may 16, 2019.

Manufacturer narrative:
This report is submitted on april 18, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a magnet dislodgement following an MRI (tesla unknown). The implanted device remains.